Manufacturer narrative:
A sample is not available for evaluation. A photo inspection revealed dried media in areas of the q-syte and no further observations were visible. A review of the device history record revealed that two qns were generated for the findings of e and f centeredness off and suspect for slit dimensions. All other q-syte slit measurement data, bottom slit tear rating, bond strength and damaged data showed that the visual testing passed and were within specification for the reported lot number 5125535. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Event description:
It was reported that a q-syte (tm) luer access device was connected to a tunneled dialysis catheter and was on the arterial line. Upon commencement, it was noted there was air being sucked into the arterial line and appeared to be coming from the q-syte (tm). A new q-syte (tm) was put on and everything was fine. There were no reports of serious injury or medical intervention.